Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon eval, the rear response button was failing, preventing proper testing of the monitor. The cause for the incoming test failure is the response button failure. The cause for the response button failure is a defective esd2 component. The root cause for the defective esd2 cannot be positively identified. No adverse event resulted from the defective esd2 button switch. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4)failed incoming testing. The last pt to use this monitor did not report any deficiencies.